Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident unit has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that upon activation of the bipolar, the forcetriad remains permanently activated.